Event description:
During the sij fusion procedure, a piece of the cutting element on the second decortication device broke. It was noted that the decorticator became difficult to advance and the surgeon continued to rotate causing the break. The broken piece could not be retrieved.